Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 10/9/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was cut in half and the pieces stuck to each other and to a piece of paper. The lens was coated in viscoelastic residue. Both halves of the lens were cleaned, and no issues were identified. No handpiece was received for evaluation. Conclusion: the complaint issues reported were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4: unknown/ asked but not available. Section e1: surgeon's email address and phone number: unknown/ asked but not available. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's left eye as the patient noticed arc or shimmer of light. The lens was explanted and replaced with the same model lens in a secondary procedure. There was no incision enlarged or vitrectomy performed and there were no sutures required. From additional information it was learnt that doctor feels, the patient noticed arc or shimmer of light due to lens. Patient feels that things are much better with the left eye. There was no patient injury. Balanced salt solution was used as the cartridge lubricant at room temperature with no additives. Balanced salt solution was introduced at the canopy. No other information is available.